Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73the customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. An excess buildup of biological material was found in the bottom jaw, which would prevent the clips from loading properly. The indicator clip was in the first position of the channel.g1800295 was manufactured on 07/16/2018 a total of 288 pieces. Lot was released on (B)(6)2018. DHR investigation did not show issues related to complaint. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that there were no clips remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were returned, there was a buildup of biological material in the bottom jaw. The buildup of biological material would prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip is not opened when loading" was confirmed based upon the sample received. An excess buildup of biolo gical material was found in the bottom jaw, which would prevent the clips from loading properly. Upon functional inspection, the indicator clip fired indicating that there were no clips remaining in the device. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were returned, there was a buildup of biological material in the bottom jaw. The buildup of biological material would prevent the clips from loading properly. There were no functional issues found with the device. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip does not open when loading during use. There were two consecutive occurrences, one of which was discarded immediately in the hospital and the same after that. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip does not open when loading during use. There were two consecutive occurrences, one of which was discarded immediately in the hospital and the same after that. There was no reported patient injury.